Event description:
Follow up information received reported that the patient¿s implantable neurostimulator (ins) and the lead component were explanted on (B)(6) 2014. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0j0kp, explanted: (B)(6) 2014, product type lead.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0j0kp, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had taken oral antibiotics. The infection resolved.

Event description:
It was reported the patient felt that their body was ¿rejecting¿ the device. Shortly after implant, the patient complained of redness and infection. The location of the infection was noted as the device pocket and lead location. The patient was on their third round of antibiotics, but not much improvement was noted. It was stated the patient did not want to remove the device. In addition to the antibiotics, the patient had two injections, but they still had the infection. Due to the infection, the patient was turned down for back injections. Additional information has been requested, a follow up report will be sent if additional information is received.